Event description:
It was reported that the videoscope cable exhibited vertical line sandstorms that occurred in the endoscopic octagonal view. It is unknown when the issue was found. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E1: establishment full name - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a diagnostic unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark distributor), h6 (component code- replace with 427), h6 (medical device problem code- replace with 1408). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of vertical line sandstorms was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.